Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed one other complaint was received under this production order; however, there was no product malfunction or product quality deficiency identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was implanted, however, the lens would not seat properly in the eye due to a hole in the posterior bag. The lens kept falling back. There was no lens defect. The lens was removed during the same-day procedure. Through follow-up it was learned a vitrectomy was required, however, there was no other patient injury. The lens was not replaced as the patient was referred to see a retinal doctor to get a replacement lens. The patient has mild corneal edema and is taking steroids 6x/day. No additional information was provided.